Event description:
Medtronic received information that during implant of this bioprosthetic valve, a hole was noted in one of the valve leaflets. Pericardial tissue was used in an unsuccessful attempt to repair the valve. The valve was explanted, and another manufacturer¿s mechanical valve was implanted. The patient expired five days post-operative. The physician related the cause of death to the extended procedural time and frailty of the patient. It was reported that the person preparing the valve for implant did not observe whether the hole was present pre-implant, and that the valve was discarded and is not available for return and analysis.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A supplemental report will be filed when the investigation is completed or if additional information is received. (B)(4).

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. However, without the return of the valve, the failure mode cannot be confirmed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.